Event description:
After total knee arthroplasty, wound remained red, swollen and uncomfortable. Components were removed and spacer was placed.

Manufacturer narrative:
Engineering evaluation of the returned tibial insert identified pitting on the posterior of the bottom surface and indentations from the screw hole covers. The mushroom was deformed consistent with insertion into the tibial tray. There was pitting on the posterior spine and the proximal spine contained deformations consistent with bony impingement. Both condyles had pitting spanning the entire media-lateral width and almost all of the anterior-posterior length.